Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI #: (B)(4). Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for lo display. Customer states that he recently got the meter and is getting a lot of errors. Customer he run a blood test and got 103mg/dl 3 times. Customer have only been using the meter for 3-4 days. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/29/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).